Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high and unstable thresholds. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.